Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that it was found that the angio-seal device bypass tube was dislodged from the device and the anchor was exposed when they removed the insertion sheath from the aluminum package. He tried to put the bypass tube back in place; however, failed. He replaced the subjected item with another new angio-seal vip to seal the wound. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. There were no other devices or equipment used with the reported product. Additional information was received on 08mar2021. The procedure performed was a percutaneous coronary intervention (pci).

Manufacturer narrative:
One 6fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly with a dislodged bypass tube was returned for evaluation along with hemostasis sheath and dilator assembly and guidewire. No other components were returned. Visual inspection revealed that the bypass tube was dislodged, the anchor was completely exposed and collagen. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. The ID of the bypass tube was measured and found to be 0.091'' which was within the manufacturer specification of 0.091" +0.002/-0.001. The complaint could be confirmed for the bypass tube detachment upon investigation. No visual anomalies such as deformation were noted with the anchor, and bypass tube. The likely cause of the issue could be the user pulling the carrier tube from the pouch without completely opening it, which may result in the dislodging of the bypass tube within the pouch. No conclusion can be drawn as to the cause of the dislodged bypass tube since the poly foil pouch was not returned. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.